Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted. The jaws of the incident device were not stuck shut and opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. We were unable to confirm the customer's report of the device not opening.

Event description:
The customer reported that the device jaws could not be re-opened while on tissue. The surgeon removed the jaws from tissue utilizing another type of instrument. There was no patient injury. The site contact was not able to provide add'l details regarding the incident.